Manufacturer narrative:
Investigation type: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -16.0/2.5/094 (sphere/cylinder/axis) lens tear/break during loading; after opening vial. The lens was not implanted into the patient's left eye (os). The cause is reported as device; hypothetical forceps issue.

Manufacturer narrative:
B5 - backup lens was implanted on (B)(6) 2022 and problem was resolved. Status of eye "patient is very satisfied". (B)(4).